Manufacturer narrative:
(B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion while connected to a large volume infusor. The reporter state that after 48 hours, 50% of the chemotherapy remained in the infusor. The pump was removed, central line flushed and reconnected and the patient was sent home. The patient returned in 24 hours to have the pump removed and chemotherapy had not infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.